Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving morphine (40 mg/ml, unknown dose) via an implantable pump for non- malignant pain. The patient reported the patient went to their healthcare professionals (hcp) office for an appointment "the end of (B)(6) but since I had missed an appointment which was just an office visit not a refill, and it was because I had a death in the family and they said they wouldn't refill it, and it was supposed to have been refilled (B)(6)". The patient stated they started hearing an alarm 4 days ago, but then said "actually, the girl that takes care of me actually said it started a day or two before that". The has tried contacting several hcps, but no one could see them. The patient reported that they "have been sweating out morphine for the last week so I am starting to freak out". The patient then confirmed that they thought he was having withdrawal symptoms and stated, "he has had 3 heart attacks in his life and right now he feels like he's going to stroke out right now". The patient was to follow up with their hcp.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the patient via the manufacturer representative (rep). It was reported that the alarm occurring was a low reservoir alarm. The patient has been in contact with all providers in the region that were currently managing tdd therapy and none would accept the patient. The patient was referred to another provider that "could assist him with a pump refill".